Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 579 mg/dl while wearing the pod. Patient complained of feeling like they were having a heart attack. The patients wife took the patient to the emergency room. The patient was treated with insulin through intravenous therapy and manual injections in the abdomen.